Event description:
The complainant reported that when finishing impella 5.5 insertion the patient started having atrial ectopy, perfusing every few beats. Amio was given and the impella was pulled back and the new measurement was 5cm across atrioventricular and 44cm at skin. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant also reported that there was a placement signal not reliable alarm. The audio was disabled, and the team monitored motor current and flows. The patient was stable.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for analysis. The data logs confirm placement signal alarms. No identified optical signal issue was identified upon evaluation of the 5s parameters. Contrast and the signal-to-noise ratio (snr) decreased while placement signal was out of range and gain, lamp, and light were stable at the time of the alarm. The raw optical signal was increasing, suggesting a possible increase in pressure in the heart. The device was not removed due to this. The root cause of the optical signal issue was not determined as no product was returned for analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated b5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-25055. B7 other relevant history, including preexisting medical conditions updated. D5 updated. D10 concomitant medical products and therapy dates updated.